Event description:
It was reported that pump experienced repeated malfunction alarms with code 12, with no notable events occurring before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software.